Manufacturer narrative:
(B)(4). Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # 00877503601, biolox delta hd 12/14 36x-3.5, lot # 2990978, item # 0100102219, wagner sl revisionâ® hip stem, lot # 2860125 item # 00875506002, allofitâ®-s it alloclassicâ®, shell for acetabulum, lot # 2975526, item # 00223200118, cerclage cable with crimp 1.8 mm dia. Cable 22 in. (559 mm) length, lot # 64347715. G2: report source canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient had a left total hip revision. Subsequently, the patient developed a postoperative deep vein thrombosis despite aspirin prophylaxis. Attempts have been made and additional information on the reported event is unavailable at this time.